Manufacturer narrative:
(B)(4). The actual device was not returned. There was no sample photograph provided by the customer. The specification indicates that the customer utilized a connector (insert) from the cardiovascular procedure kit to connect an ancillary device (biohead) to the prescriptive oxygenator pack (body). The prescriptive oxygenator pack is manufactured at a separate terumo facility reported in MFR#1124841-2017-00003. The device history record (DHR) was reviewed for any anomalies, there were no issues noted. The quick disconnect connector (insert) certificate of conformance and inspection data were reviewed and there were no issues found. A definitive root cause could not be determined at this time. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that there was a moderate increase in arterial line pressure to 280mmhg (normal arterial line pressure is around 200-250mmhg) during cardiopulmonary bypass (cpb). When the line disconnected, they reconnected it and noticed that the arterial line pressure increased to 300mmhg. The staff checked the arterial line and cannulation site. After some readjustment, the line pressure dropped back down to around 220mmhg. There was 250 ml blood loss and a short delay to the surgery due to the connectors being changed out. The surgery was completed successfully. The patient did receive an extra dose of antibiotics but did not need any blood administered to compensate for the blood loss. The disconnection occurred on the oxygenator inlet side, where the biohead outflow and the oxygenator inlet connect.